Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The dianeal therapy was ongoing. On the same day, the patient was treated with injection fortum (500 mg, once daily, duration and route not reported) and injection amikacin (50 mg, once daily and route not reported) for peritonitis. The patient required hospitalization. The cause of event was unknown. On an unreported date, the patient's fluid was clear. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.